Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed unicrews it is recommended to torque at 20ncm. Without the returned product, there is not enough evidence to form a conclusion on the reported event of abutment screw fracture. Therefore, the complaint is non-verifiable. A singular cause cannot be determined.

Manufacturer narrative:
Device lot number not provided/unknown. Product was discarded by doctor's assistant.

Event description:
The doctor indicates that on (B)(6) 2017, the patient was presented with a screw fracture (unihg). The doctor stated that the screw was placed three years prior event. The doctor's assistant lost the fractured screw. The patient will have to return for an additional appointment to replace the fractured screw.